Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.